Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon "the image is not displayed" was not reproduced at the olympus repair center. A root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6) (noting due to character limit). The device was returned and evaluated, and the customer¿s allegation of image failure was not confirmed. However, the possibility of image failure cannot be denied. The additional evaluation findings are as follows: electrical contact connector had corrosion, connector was cracked, cable was damaged, head main body and head scope mount had deposit, and imaging unit pixel was defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition camera head encountered an image failure. There were no reports of patient harm.